Event description:
A doctor initially alleged that one (1) patient had experienced a root canal failure due to the realseal material; however, during a follow up phone call on (B)(6) 2014, the doctor alleged that multiple patients had experienced root canal failures since 2008 due to the realseal product. Two (2) reports will be submitted with regard to the alleged incidents. This is the second of two (2) reports.

Manufacturer narrative:
Patient specifics with regard to gender, age, and weight were not provided. Multiple attempts were made to contact the office on (B)(6) 2014 to obtain further incident information; however, the office has remained unresponsive. The doctor did contact (B)(4) on (B)(6) 2014 and reported that multiple patients had experienced root canal failures since 2008 in addition to the one (1) patient reported on (B)(6) 2014; however, no further specific patient or incident information was able to be obtained. Despite further follow-ups, no incident information has been received. An update will be provided is any further information regarding the incident is obtained. The products involved in the alleged incidents were not returned and no lot numbers or catalog numbers were provided; therefore, no evaluation can be conducted.